Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the remb universal driver was able to operate in reverse while in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was duplicated. Upon disassembly for visual inspection, the handpiece had a worn trigger shaft.